Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the moderately tortuous external iliac artery. The physician first deployed an unspecified stent. Then the physician advanced the 8.0x20/135 sterling balloon to the lesion to post dilate the stent. On the first inflation the balloon was inflated to 8atms and ruptured. There were no patient complication. The procedure was completed with a different device. Patient status is reported as "good."

Manufacturer narrative:
Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)